Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that, on (B)(6) 2015, three mitraclips were implanted in a patient with degenerative mitral regurgitation and prolapsed posterior (p2) mitral valve leaflet, reducing the mitral regurgitation grade from 4 to 1. One or two days post procedure, per transthoracic echocardiogram, the second mitraclip implanted had detached from the anterior leaflet, requiring prolonged hospitalization. The patient had no reported symptoms. No intervention was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Estimated date (reported as 1 or 2 days post procedure). The clip remains in the anatomy. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other similar incidents of single leaflet device attachment incidents for the reported lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, based on the information reviewed, a definitive cause for the reported slda cannot be determined. Based on the information reviewed, there is no evidence of a device deficiency.